Manufacturer narrative:
Device evaluated my manufacturer: a visual and microscopic examination identified proximal stent damage. The struts on row 2 from the proximal edge were raised. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No additional product analysis or external evaluations were performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2010. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. Two lesions were identified through angiography. The first was in the 90% stenosed distal left anterior descending (lad) artery and the second in the 80% stenosed, moderately calcified , severely tortuous mid 1st diagonal (dx) artery. The physician first successfully implanted a taxus 3.0x24mm stent in the distal lad. After pre-dilatation of the dx with an unspecified 1.5x9.0mm balloon, a taxus liberte' 2.25x12mm stent was advanced but would not cross the lesion. The physician tried several times to cross the lesion but had no success and withdrew the stent delivery system from the patient. The procedure was stopped at this time and no further action was taken to treat the dx. No patient complications were reported and the patient status is reported as stable. However, the returned product revealed that there was stent damage.